Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
The customer reported via phone call that the insulin pump had a low battery alert, a battery out limit, and a failed battery test. The customer reported that the keypad was also unresponsive. Blood glucose level at the time of the incident was not provided. Blood glucose level on the morning of the call was 215 mg/dl. The customer was advised that he would be sent a replacement battery cap. The insulin pump was not replaced or returned for analysis.

Manufacturer narrative:
The insulin pump was received intermittent button response due to corroded keypad traces. No unexpected low battery alarm noted. No failed battery alarm. The insulin pump passed displacement test, operating currents, self test and off no power test. The insulin pump has minor scratched display window, cracked case at the display window corner, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube.